Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn3236 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported leakage during the infusion. They noted a hole on the external catheter at 0.5 cm near the exit site. It was stated they removed the device and there was no problem for the patient. No other information was provided.